Manufacturer narrative:
Device eval anticipated, but not yet began.

Event description:
During preventative maintenance of the device, the user reported that sliding mechanism assembly had a stripped shoulder screw hole. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.